Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. PMA 510(k): similar to device under 510(k) k090140. Mfg date: unknown as lot# is unknown. (B)(4). Summary of investigational findings: investigation of the returned filter revealed that the filter was still according to specifications. During the manufacturing process the spring effect is controlled in 100% of the filters, since they are all advanced through a sheath and deployed during the qc inspection. According to images the filter had migrated to the heart as reported. The ivc was narrowed and contained clot in the segment where the filter was eventually placed. It is known from complaint history that filter legs caught in a thrombus may prevent filter expansion, or a clot may turn into fibrin formation which again may cause the unexpanded filter legs and hereby the migration of the filter to the heart. It is noted on the images that ivc is narrowed and contained clot in the segment where the filter was eventually placed. Therefore it is most likely that the filter did not fully expand in the deployment place, migrate to the heart and afterwards fully expand in the heart. Filter migration is an uncommon, but known risk in the literature. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2012, thrombus was confirmed right below the renal veins. The physician placed a igtcfs-65-jp-jug-tulip above the renal veins. On (B)(6) 2012, the filter was retrieved using (B)(4). Reduction of thrombus was confirmed and the physician attempted to place another igtcfs-65-jp-jug-tulip, inserted from the right jugular, below the renal veins. However the filter would not expand fully. He changed the filter position several times but the filter expansion was still imperfect. However he released the filter as it was right above the thrombus. On (B)(6) 2012, when the physician checked thrombus by CT, he found the filter migrated to the right atrium. He attempted to retrieve the filter using (B)(4) but failed because the filter was tilted. He made its tilt better using a 6fr ablation catheter inserted from the femoral and a 7fr ablation catheter inserted from the right jugular. Then he inserted a 6fr gooseneck snare through the sheath of (B)(4) inserted from the right jugular. The filter was successfully retrieved with the goose neck snare. Patient outcome: the patient's condition is unknown as not provided by reporter.